Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a message on the pump that stated "all deliveries stopped". The customer's blood glucose level was not impacted. The customer reloaded the same cartridge and insulin delivery was resumed. Tandem technical support reviewed the pump t:connect data and found that the customer's pump had reset.